Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that his one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) sent follow up question; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The complaint was classified based on the initial call placed by the patient. The alleged power issue with the one touch ultra 2 meter began the first week of (B)(6) 2012. The patient replaced the battery and issue still persisted. The patient mentioned that due to the alleged issue he continued to take his diabetes medication on a regular basis. Approximately 6 weeks later, the patient stated that his right foot was swollen and was taken to the hospital by ems. He was in the hospital from (B)(6) 2012. He was treated by ems with antibiotics and the bottom of his foot was cleaned. The patient was tested on a hospital device on (B)(6) 2012 and obtained a 6.2 mmol/l (111 mg/dl) and at 1:00pm obtained a 12 mmol/l (216 mg/dl). There is no information on whether the 6.2 mmol/l was the initial reading in the hospital before or after any diabetes treatment given to the patient. This is not the first time the product was being used. The meter powered on by pressing the power button; however, did not power on when inserting a test strip into the meter. There is no clinical information on what the patient was treated with in the hospital. There is also no information on the diagnosis or why the patient was in the hospital till (B)(6) 2012 .it would have also been helpful to know whether the patient exhibited any other symptoms and whether his diabetes regimen was changed due to this alleged issue. There was no misuse of the product. The alleged issue was not resolved and the product was replaced. No further clinical information was provided. The complaint is being reported since due to the meter not powering on, the patient was unable to test his blood glucose and approximately 6 weeks later developed symptoms and was admitted in the hospital for five days.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter was found to have a dead/low battery. The test strips were identified to be counterfeit and has counterfeit labeling. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.